Manufacturer narrative:
The cause of the failure was that the transformer output cable was bent around the connector, leading to too much force on the connector, which then caused an increase of the electrical resistance of the connectors. This increase resistance was sufficiently high enough to act as a heat source, causing the smoke. It was also concluded that the transformer output cable was not connected per the device master record(dmr). The connector mentioned ¿out 220v helium-compressor¿ was missing at the site and an unclear interconnection was locally made. We intend to specifically train the field service engineers to follow the correct cable routing process for the cables from the transformer connector to the transformer box surface connector in order to prevent this issue in the future.

Manufacturer narrative:
Philips has started an investigation, a follow up will be sent once completed.

Event description:
Philips received a report of an issue with the liquid cooling cabinet where a short circuit occurred leading to smoke that set of the fire alarm.